Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable tubing was leaking at the filter while in use. Patient using blincyto continuous infusion. The same problem occurred last week with tubing from the same lot number. Additional information: patient is monitored by a local nurse via an external service provider. The bag (with tubing) is inserted continuously over a period of 3 or 4 days. The patient had to return earlier to clinic to change her equipment. No clinical consequences for the moment as the equipment has been changed the 2 times there was a leak. The patient is taking other medications, unrelated to the present incident: xanax, imovane, dexeryl, pantoprazole, macrogol, contramal, wellvone, zelitrex: all these treatments are per the clinic suggestion.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the product in used conditions; conditions without its original packaging, decontaminated and inside in a plastic bag; no damage was detected. Functional testing was performed, and the reported issue was replicated; complaint was confirmed. The root cause was determined to be due to usage of a solution by the end user that contained high levels of surfactants. However, it was not possible to determine why type of solution was used during the hospital procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No action was taken. D3, g1, g2 email address: regulatory.responses@icumed.com.